Manufacturer narrative:
(B)(4).the field service specialist (fss) visited customer site to inspect the unit. Fss replaced the battery on advantech board and performed complete field service checklist. The system passed all functional tests and it was found to meet amo specifications.all pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported windows error on blue screen at boot up (blue screen at boot up with application error dialog box) with the whitestar signature system. The customer rebooted the system more than four (4) times and finally it worked ok. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.